Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box verified power on resets. There was damage found to the battery compartment. The pump was exercised for 24 hours with a test battery cap and no power loss or rebooting was duplicated. The pump cover was re moved and moisture or evidence of damage to battery flex or power circuit was observed. The complaint was verified in the history but could not be duplicated. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. Unrelated to this complaint, evaluation revealed that the keypad was torn and the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. There was evidence of contamination under the contrast, up and down arrow key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. The patient replaced the battery to no avail. Troubleshooting revealed there was no damage to the battery cap or battery compartment, the pump had not been exposed to moisture, and the battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.